Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation indicates that the terminal pin of this lead was not correctly connected into the device header, therefore, it is determined that unintended use error caused or contributed to event.

Event description:
It was reported that during routine follow up, high capture thresholds were noted on this right atrial (ra) lead. It was decided by the physician to perform an x-ray and it was observed that the ra lead is not well connected with the device. Subsequently, the physician decided to leave the device system in service due to the risk of infection and to reprogram the device to leave the atrial lead out of the configuration. Reportedly, the patient is not pacemaker dependent. There were no patient adverse effects. Additional information provided indicates that the pin connector of the ra lead was not well connected with the device. The device model/serial is not available as per information from the field representative, however, it is confirmed that the device is a boston scientific product.

Event description:
It was reported that during routine follow up, high capture thresholds were noted on this right atrial (ra) lead. It was decided by the physician to perform an x-ray and it was observed that the ra lead is not well connected with the device. Subsequently, the physician decided to leave the device system in service due to the risk of infection and to reprogram the device to leave the atrial lead out of the configuration. Reportedly, the patient is not pacemaker dependent. There were no patient adverse effects. Additional information provided indicates that the pin connector of the ra lead was not well connected with the device. The device model/serial is not available as per information from the field representative, however, it is confirmed that the device is a boston scientific product.